Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image was intermittently cutting in-and-out. Another glidescope spectrum smart cable was used to complete the procedure, which was made available in an unspecified amount of time. No harm to the patient or user was reported.

Manufacturer narrative:
D9, g3, g6, h2, h3, h6, h10. A replacement glidescope spectrum smart cable was provided to the customer and the customer's glidescope spectrum smart cable was returned to verathon for evaluation. A verathon technical service representative evaluated the returned cable but was unable to confirm the reported issue. When connected to known, good, test verathon equipment, the cable provided a steady video feed. The camera image quality test was performed and passed. Upon completion of the evaluation, the glidescope spectrum smart cable was scrapped as the customer had already received a replacement glidescope spectrum smart cable. No further investigation is required at this time. Verathon will continue to monitor for trends.